Event description:
The customer called into technical support (ts) reporting that the device was in "alarm" state and stopped the ventilation process. The device was in clinical use at the time the reported issue was discovered; however, there was no adverse impact or harm to the patient or user.